Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that thermal damage was identified on the 24v cable of the aquabplus reverse osmosis (ro) system. The reported issue was identified during preventative maintenance (pm). The biomed powered down the system and attempted to restart it when the screen went blank. The biomed confirmed the reported event during follow-up and provided additional information. There was no malfunction or displayed error codes associated with the reported thermal damage. The breaker used to power only the aquabplus tripped. There was no observed burning smell, smoke, spark, flame, or arcing. There were no blown fuses. There were no local power grid issues on or around the reported event date. The biomed stated that replacing the 24v cable resolved the reported issue. The system has been returned to service. There was no patient involvement as the pm took place outside of regular clinic hours nor was there any personal harm to anyone as a result of finding the thermal damage.

Manufacturer narrative:
Correction: d1 (brand name) and d4 (catalog number).

Event description:
A user facility biomedical technician (biomed) reported to fresenius that thermal damage was identified on the 24v cable of the aquabplus reverse osmosis (ro) system. The reported issue was identified during preventative maintenance (pm). The biomed powered down the system and attempted to restart it when the screen went blank. The biomed confirmed the reported event during follow-up and provided additional information. There was no malfunction or displayed error codes associated with the reported thermal damage. The breaker used to power only the aquabplus tripped. There was no observed burning smell, smoke, spark, flame, or arcing. There were no blown fuses. There were no local power grid issues on or around the reported event date. The biomed stated that replacing the 24v cable resolved the reported issue. The system has been returned to service. There was no patient involvement as the pm took place outside of regular clinic hours nor was there any personal harm to anyone as a result of finding the thermal damage.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer which prevented a physical evaluation from being performed. However the reported issue was confirmed by the manufacturer based on the photographs provided by the customer. The failure pattern ¿overheated wiring of 24v connector at the power supply unit¿ is related to the manufacturing process of the 24v connector which is connected to the power supply unit. The inner contact was likely damaged or deformed during the manufacturing process. This causes a bad electrical contact at the contact pin which results in transition resistance and high thermal energy. This can result in an overheated and discolored electrical connection/24v plug. As a CAPA corrective action, the production of these components (24v plug) was outsourced to a professional supplier of crimp and wire connections to improve the production quality. The machine was manufactured before the CAPA corrective action was performed. The issue was solved by replacing the 24vdc connection cable. The product risk was rated as broadly acceptable in relation to the reported thermal damage.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that thermal damage was identified on the 24v cable of the aquabplus reverse osmosis (ro) system. The reported issue was identified during preventative maintenance (pm). The biomed powered down the system and attempted to restart it when the screen went blank. The biomed confirmed the reported event during follow-up and provided additional information. There was no malfunction or displayed error codes associated with the reported thermal damage. The breaker used to power only the aquabplus tripped. There was no observed burning smell, smoke, spark, flame, or arcing. There were no blown fuses. There were no local power grid issues on or around the reported event date. The biomed stated that replacing the 24v cable resolved the reported issue. The system has been returned to service. There was no patient involvement as the pm took place outside of regular clinic hours nor was there any personal harm to anyone as a result of finding the thermal damage.